Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was received with the elective replacement indicator (eri) bit set. The ins was found to have reached normal a normal eri/end of life with okay telemetry and output.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced a "loss of stimulation" with a return of symptoms. It was noted that impedance testing was performed; however, the results of the testing were not provided at the time of report. The patient's implantable neurostimulator (ins) was replaced in order to resolve the issue, though it was "unknown" whether the issue was resolved at the time of report. No further event information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.